Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to device change out, fluoroscopy revealed that two cables were outside of the lead body. The lead was explanted.

Manufacturer narrative:
The reported field event was confirmed. Analysis found the outer insulation abraded between 8.5cm to 12cm from the distal tip. The metal wires of the pacing coil and sensing cables were exposed at the same area. The damage found indicates friction from the inside out.

Event description:
Was: it was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy with biopsy procedure performed on (B)(6) 2010. Should be: it was reported to boston scientific corporation that two radial jaw 4 biopsy forceps was used during a colonoscopy with biopsy procedure performed on (B)(6) 2010. Was: the physician then used a radial jaw 3 biopsy forceps to biopsy an adjacent site. Significant bleeding occured and adrenaline was administered to stop the bleed. The procedure was completed with this radial jaw 3 biopsy forceps. Should be: the physician then used a radial jaw 4 biopsy forceps to biopsy an adjacent site. Significant bleeding occurred and adrenaline was administered to stop the bleed. The procedure was completed with this radial jaw 4 biopsy forceps.